Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device developed a balloon fracture during device placement. The balloon was only partially inflated by the surgeon when sterile saline was noted returning from the vagina. Upon removal of the device, a section of the balloon was found missing. Conseqently, the pt underwent an unplanned hysteroscopy to determine if a pt injury had occurred and to find the missing balloon section. The resultant procedure added 30 minutes in or time. Case completed with another device of the same product code.